Manufacturer narrative:
No product was returned. A review of the lot history record was not possible since the lot number was not available. Based on the info provided, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.

Event description:
It was reported that a 6f vip angio-seal was deployed in the pt. Twenty four hours later, the pt came into the hospital ER with right leg pain. The pt was referred to a vascular surgeon. An angiogram was performed which revealed sluggish blood flow in the right common femoral artery. The surgeon felt that collagen in the artery was causing claudication. All components of the angio-seal were removed. The pt is reported to be stable without any additional problems.